Event description:
A rep dreamstation auto CPAP device was returned to a third-party service center with information alleging visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. Additionally, no error codes were found. The device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. Additionally, no error codes were found. The device was corrected. Box d: product brand name, model number, catalog item identifier and product UDI; box h: (device) problem code, remedial action init (rfb), grid and recall (z) number has been updated.